Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
(B)(4) received information that this patient was admitted to the hospital after receiving multiple appropriate shocks for ventricular fibrillation (vf). While in the hospital, the patient went back into vf and more shocks were delivered but were ineffective at converting the episode. This led to the patient having to be externally shocked which terminated the vf. After reviewing the episode, a drop in sensing was noted and a slight drop in shock impedance measurements from 61 to 40 ohms were observed on the right ventricular (rv) lead. An x-ray taken of the rv lead revealed the helix was not extended properly and that the lead had dislodged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.